Manufacturer narrative:
The astral device was returned to a third-party service center. Evaluation confirmed the reported complaint. The main circuit board will be replaced to address the issue. The device will be serviced and fully tested before it returns to the customer. Resmed reference#: pr (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. There was no harm or serious injury reported as a result of the incident.